Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: tomita, h., nakanishi, t., hamaoka, k., kobayashi, t., & ono, y. (2010). Stenting in congenital heart disease. Circulation journal, 74(8), 1676-1683. Doi:10.1253/circj.cj-10-0157. Specific product details are not available. The exact event date is unknown. The publication is attached. Complaint conclusion: as reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: 20595775,. During placement of an unknown palmaz stent, severe damage to the femoral artery was reported. Surgical repair was necessary. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported femoral artery injury could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the IFU the device should only be used by physicians who are trained in interventional techniques such as percutaneous transluminal angioplasty, placement of stents and transhepatic access. This device is not indicated for pediatric branch pulmonary artery stenosis therefore this is considered off label usage. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: 20595775., during placement of an unknown palmaz stent, severe damage to the femoral artery was reported. Surgical repair was necessary. The device will not be returned for evaluation.